Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd determined that the root cause of the indicated failure mode was attributed to worn manufacturing equipment as well as interfering parts within the manufacturing process. Several corrective actions are being put in place which include repositioning equipment and replacing worn parts. The process will continue to be reviewed after corrective actions have been completed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced a deformed plunger/stopper. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that the stopper was deformed.